Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing noted on stored electrograms (egm). High thresholds were also noted on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.